Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 500mg/dl. The customer also reported that he was admitted in the hospital for hypoglycemia on (B)(6), 2010. The customer stated that he was treated with manual injections, and he was sent home. The customer stated that he is on dialyses, and he reuses the reservoirs. Explained the customer the correct usage of the reservoirs and infusion sets. No further information was provided.